Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's son stated customer got 126 mg/dl reading around 9 pm. He took insulin based upon the result immediately and started feeling symptoms of clammy, shaky, and sweaty about 10 minutes after taking insulin. Customer is on a sliding scale. Customer declined to provide type of insulin or his sliding scale. Customer's son took him to ER pavilion about 10pm. Customer's reading when he arrived at ER was 39 mg/dl. ER did not give him treatment, but customer was transferred to the hospital, where was admitted around 3 am on (B)(6) 2016 and released (B)(6) around noon. Son believes he was given an IV, but customer or son does not recall the exact treatment. Returning and replacing meter and strips.